Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective rear response button, causing an intermittent connection. The rear response button metallic dome was off-center, causing fault. The root cause of the off-center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.